Event description:
Patient stated current pump was not working. Gamunex-c indication: hereditary hypogammaglobulinemia and common variable immunodeficiency with predominant immunoregulatory t-cell disorders. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if patient missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.